Manufacturer narrative:
Device used in treatment. Three (3) 13.5f destino twist steerable introducer sheath/guidestar was received with the dilator. There were no other accessories. No visible blood was found on or inside the sheath. Device : 1 upon returned product evaluation, it was observed that the dilator tip was damaged. The sheath tip was seen to be round and concentric. The homeostatic valve was observed to have a hole and helical cuts were not visible. X-ray of the sheath distal tip showed that the anchor ring was intact. The sheath deflected normally and the x-ray of the hypotube assembly was observed intact. I.d of the sheath shaft is measured to be 0.178" within manufacturing specifications as per drawing, o.d of the sheath shaft is measured to be 0.226" within manufacturing specification per drawing. Device 2: upon returned product evaluation, it was observed that the dilator tip was damaged. The sheath tip was seen to be round and concentric. The hemostatic valve was observed to be damaged with a small hole at the helical cuts. X-ray of the sheath distal tip showed that the anchor ring was intact. The sheath deflected normally and the x-ray of the hypotube assembly was observed to be intact. I.d of the sheath shaft is measured to be 0.178" within manufacturing specifications o.d of the sheath shaft is measured to be 0.226" within manufacturing specification per drawing. Device:3 upon returned product evaluation, it was observed that the dilator tip was round and concentric. The sheath tip was seen to be pinched. Valve was observed to be normal with helical cuts. X-ray of the sheath distal tip showed that the anchor ring was intact. The sheath deflected normally and the x-ray of the hypotube assembly was intact. I.d of the sheath shaft is measured to be 0.178" within manufacturing specifications o.d of the sheath shaft is measured to be 0.228" within manufacturing specification per drawing. Returned device analysis revealed the sheath was manipulated by the customer as user damaged the hemostatic valve. It was confirmed that all the three devices returned for the issue were within specification for inner diameter, outer diameter and no manufacturing defects were found. Potential root cause for the issue could have been due to improper/partial insertion of the balloon. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure destino steerable guiding sheath in-process and final inspection all of the following procedures are performed 100%: 11.2 use a laser microscope to verify the o.d. (Outer diameter) of the sheath in three different spots (distal section, mid-section and proximal section) of the body in dim "a", to confirm that the unit meets the requirements according to the drawing. 11.4 use appropriate pin gauge to measure ID of shaft, dim "c", according to drawing. The pin gauge should be inserted at distal tip of shaft. Per IFU for destino twist: general use of the steerable sheath: 1. Select appropriate size of the sheath for the device to be delivered. 6. Do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Handling: avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
During the insertion of the rf balloon physician manipulated the valve of the sheath. Therefore, valve was damage. All three devices were used in same event. Introducer valve would not fit the rf balloon easily. Attempt was made by the pi at introducing balloon to sheath with introducer "backwards". Unsuccessful. A third attempt was performed and was successful. The technician also attempted to advance the introducer and balloon through the sheath and could not puncture the valve (both for 1st and 2nd sheaths). There was concern about if air was introduced after cutting the valve of the 2nd sheath and getting the balloon in with inducer backwards. The procedure had an one hour delay. No adverse patient side effects reported. No additional information available.